Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine infection ('infection (other) describe: yeast/uterine') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's previously administered products included for an unreported indication: mirena. Concomitant products included levonorgestrel (mirena) and metformin. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and dyspareunia ("dyspareunia"). In (B)(6) 2015, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal mycotic infection ("infection (other) describe: yeast/uterine"), migraine ("migraines"), headache ("headaches,") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain female"). In (B)(6) 2015, the patient experienced mood swings ("mood swings"). In (B)(6) 2015, the patient experienced alopecia ("hair loss."). In (B)(6) 2015, the patient experienced vision blurred ("blurry vision") and was found to have weight increased ("weight gain"). In (B)(6) 2018, the patient experienced drug hypersensitivity ("allergic or hypersensitivity reaction type: amoxicillin"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and arthralgia ("knee pain"). Essure treatment was not changed. At the time of the report, the uterine infection, genital haemorrhage, alopecia, mood swings, menorrhagia, vaginal haemorrhage, drug hypersensitivity, vulvovaginal mycotic infection, bladder disorder, urinary tract disorder, migraine, headache, dyspareunia, vaginal discharge, vision blurred, weight increased, pelvic pain and arthralgia outcome was unknown. The reporter considered alopecia, arthralgia, bladder disorder, drug hypersensitivity, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, uterine infection, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight - (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs received : case become valid as previous event ¿injury nos¿ is replaced with genital haemorrhage. Reporter added, patient demographic added, product indication updated. Events added-genital haemorrhage, mood swings, abnormal bleeding (vaginal, menorrhagia), amoxicillin, yeast infection, uterine infection , bladder disorder, urinary tract disorder, migraines, headaches, dyspareunia (painful sexual intercourse), pelvic pain, vaginal discharge, blurry vision, weight gain, hair loss, knee pain, device monitoring procedure not performed. Events onset date, events severity , concomitant drug added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.